Event description:
The bipap a series ventilator was evaluated by a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient involvement, and no allegation of serious or permanent harm or injury. On evaluation, there were no visible foam particles in the device. Ventilator inoperative error codes were noted in the error log indicating failure of the outlet pressure sensor. In addition, the software detected that raw blower pressure sensor reading was outside it's valid window. The system printed circuit board assembly required replacement to address both issues. No repairs were completed; the customer requested the device be scrapped. The device will be included in the fsn 2023-cc-src-039.